Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the ins not feeling right was device communication wasn't working or charging. The remote couldn't recognize the device. The patient noted that they were sent a new remote charger. The patient reported that the issue was better but not fully resolved and it was determined that the remaining issues were with the battery or connection in their back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-may-14 (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that their ins in back has not felt "right"; pt mentioned ins feels like it is "turned in" when pt touches ins. Pt mentioned it feels like ins was inserted at an angle. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included: pt cannot reach lower back so ins was placed high in back. On 2021-07-02 patltr: additional information was received from the patient. The patient reported that the circumstances that led to the ins not feeling right was device communication wasn't working or charging. The remote couldn't recognize the device. The patient noted that they were sent a new remote charger. The patient reported that the issue was better but not fully resolved and it was determined that the remaining issues were with the battery or connection in their back. 2021-07-12 mpxr 857963: additional information from the patient indicated that they have a difficult time connecting to the battery with the controller. Can only connect when the recharger is plugged in and places it over implant. They indicated that the battery feels like it is deep to touch. Patient hasalso gained 15 pounds since implant so this may be a contributing factor. Met patient in clinic to assess and confirmed her difficulties in connecting to the battery. The physician plans to revise the pocket on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that their ins in back has not felt "right"; pt mentioned ins feels like it is "turned in" when pt touches ins. Pt mentioned it feels like ins was inserted at an angle. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included: pt cannot reach lower back so ins was placed high in back.